Event description:
It was reported that the start button on a customer's insulin pump was unresponsive and required multiple presses. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer declined further troubleshooting and was in the process of obtaining a new device, as their current pump was out of warranty and not repairable or replaceable. No further action was taken by technical support.